Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement. The shock vector was reprogrammed. Boston scientific technical services (ts) was contacted for assistance. Ts analyzed device data and noted that there was an incomplete rv automatic threshold test recorded in the device memory. At this time, there is no indication that there will be further action. This rv lead remains in service.